Event description:
It was reported the patient experienced weakness and numbness of her right leg during her scs trial. She stated the issue resolved after the leads were removed. It was reported the patient plans to move forward with a permanent scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.